Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor delivered a pulse below the lower limit. The cause for the failure was isolated to defective t3 transformer on the defibrillator pca. The root cause for the defective transformers could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.